Event description:
It was reported that, during the implant procedure, the physician tried to introduce the non boston scientific right ventricular (rv) lead and the non boston scientific right atrial (ra) lead into the port of this pacemaker. The ra was not able to connect into the pacemaker and the physician suspected that it was related to the size of the ra port. Subsequently, another pacemaker of the same model was implanted. No adverse patient effects were reported.